Event description:
Info received indicates the bed will only go into reverse trendelenburg. It will not go into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the foot hi/low drive. He replaced the foot hi/low drive to repair the bed.